Manufacturer narrative:
The customer contacted the siemens customer care center for the discordant elevated bhcg result obtained on the dimension vista instrument. Nabt (non-specific antibody blocking tube) and hbt (heterophilic antibody blocking tube) tubes were sent to customer by siemens healthcare diagnostics for interference investigation. The results of a sample from the patient after treatment by the account of the sample were as follows: bhcg on nabt = 96.24 miu/ml, bhcg on hbt = 9.70 miu/ml. The siemens healthcare diagnostics headquarters support center (hsc) representative evaluated the information provided on the individual patient over multiple test dates and the nabt and hbt tube treatment results. Based upon the nabt and hbt results and the <0.10 miu/ml results with alternate methodologies, hsc concluded that the patient has a heterophilic antibody that is interfering with the vista bhcg test. The bhcg flex reagent cartridge instructions for use states: "patient samples may contain heterophilic antibodies that could react in immunoassays to give falsely elevated or depressed results. This assay has been designed to minimize interference from heterophilic antibodies. Nevertheless, complete elimination of this interference from all patient specimens cannot be guaranteed. A test result that is inconsistent with the clinical picture and patient history should be interpreted with caution." The device is performing within specifications. No further evaluation of the device is required. Mdrs 2517506-2017-00642, 2517506-2017-00643, 2517506-2017-00644, 2517506-2017-00645, 2517506-2017-00646, 2517506-2017-00647, 2517506-2017-00649, and 2517506-2017-00650 were filed for the same event.

Event description:
A discordant falsely elevated human chorionic gonadotropin (bhcg) result was obtained on a patient sample on the dimension vista 1500 instrument. The initial result was reported to the physician. The result was questioned when samples from the patient were found negative by multiple alternate, non-siemens methodologies. The patient was treated with methotrexate. There are no reports of adverse health consequences due to the discordant, falsely elevated bhcg result or methotrexate treatment.